Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The customer has not requested getinge to evaluate the iabp in connection with this event. However, the customer has advised that the problem was that the cord was attached too tightly to the piece that holds it in place so it was being pulled out of the receptacle. They loosened the tension on the cord and they haven't had any issues ever since.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) display cuts out when the coiled cable is moved at the console connection. It is unknown under which circumstances this event occurred, and no information has been provided regarding patient involvement. However, there was no adverse event reported.